Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient underwent flap transplantation in the hospital on (B)(6) 2026. During the surgery, the surgeon used the suture (vcp1316h) to perform interrupted suturing of the subcutaneous tissue of leg incision. After completion of suturing, the surgeon found that the needle tip was broken (the broken length of needle tip was about 1 mm). The surgeon immediately searched for the broken needle tip and repeated searches at the surgical incision, instrument table, sponges, floor, etc. Were unsuccessful. The surgery was then completed routinely. After the surgery, the patient underwent c-arm fluoroscopy to locate the broken needle tip, but it was still not found. The patient's current condition is stable and no subsequent adverse event reports have been received. The following information was requested, but unavailable: ¿ did this issue contribute to any patient adverse event? ¿ was there any additional tissue damage resulting from the search for the needle piece? ¿ is there any plan in place to remove the needle piece in the future? ¿ if so, could you please provide the scheduled date for the removal? ¿ in which tissue structure was the broken needle located? ¿ what is the surgeon's opinion of the potential consequences for the patient? A manufacturing record evaluation was performed for the device and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an flap transplantation procedure on (B)(6) 2026 and suture used. The needle tip was broken during sewing subcutaneous tissue of skin flap graft incision. The broken tip is around 1mm, was not found with help of CT. It's unknown how long it took to look for the tip. The patient is stable currently. No adverse patient consequences were reported. Additional information was requested